Event description:
.

Manufacturer narrative:
Investigation results: this tubing set was tested with the pump used during this event and the pump maintained pressure and flow without discrepancy. The customer will be contacted by the sales rep for any additional in-servicing needs.